Manufacturer narrative:
E1:(B)(6). B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion test @ 9.40 pounds per square inch(psi).

Manufacturer narrative:
D9: date returned to mfg.: 10/1/2024. D4 - primary UDI number: corrected. H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by functional testing. The cause was the downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve the issue. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.